Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery and critical pump error due to moisture damage at force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 10 mmol/l at time of incident. Customer's father states pump was dropped and hit the floor and pump alarmed critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.